Event description:
Pt had angiojet mechanical thrombolysis of left superficial femoral, common femoral and left external iliac vein. The catheter leaked saline around the pump and messaged "check saline supply." The catheter was changed out and there was no impact to the pt.